Manufacturer narrative:
D: updated product information, suspect medical device. D10 concomitant devices: 02-010-03-0330 - logic cr femoral cem, right, sz 3. 201-78-82 - collar fixation pin 2pk 40mm, quick release. 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 02-012-60-1440 - tru stem ext 14mm x 40mm. 204-70-00 - tibial stem ext. Screw. 201-78-15 - holding pin mini sharp point 4 pk. 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The reason the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
Lor form received in complaint inbox on 06dec2023. No information provided other than patient name.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.